Manufacturer narrative:
Initial reporter's phone number: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent breast augmentation revision with mentor smooth round moderate profile 275cc saline breast prostheses. Bilateral deflation of the breast prostheses was identified though ultrasound examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline breast prostheses on (B)(6) 2018. Mentor was provided with two lot numbers without specification to which side of the patient's body they belong. This medwatch form is for one side (side b) of the two breast prostheses.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, mentor product analysis lab observed an area of separated material extending to both views and measuring 4.3 by 3.0 cm. Microscopic examination of the separated material edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. The complaint of deflation was confirmed since an area of separated material was found on the device. Microscopic examination revealed parallel striations on the edges of the separated material. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the separated material occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) for the lot number 6500135 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/30/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the correct lot number of this suspect medical device, per the device returned, was 6500135. A device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).